Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including pacer stress testing, bench handling and defib cycling without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the report. The log review did show the pacer output was at the maximum amount of current and was still unable to capture. The x series operator's guide states "the ideal pacer current is the lowest value that maintains capture - it is usually about 10% above threshold. Typical threshold currents range from 40 to 80 ma. Location of the hands-free or therapy electrodes affects the current required to obtain ventricular capture." The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a 74-year-old female patient, the device did not have pacer output. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.